Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber filled above the maximum fill line when a glass water bottle was attached. No pt consequences was reported.

Manufacturer narrative:
(B)(4). The device is en route to the manufacturer for inspection. A lot check revealed no other similar complaints for this lot number. We will provide a follow up report with the results of our investigation.